Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). The proximal segment of the lead was returned and analyzed. The distal conductor was fractured. It was also found that the distal conductor was kinked/buckled. Concomitant products: 4965 implantable pacing lead, (B)(6) 2003. (B)(4).

Event description:
It was reported that the leads were returned to the manufacturer after being removed due to a heart transplant. The leads subsequently tested out of specification during the manufacturer's analysis. No patient complications have been reported as a result of this event.